Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pjbdclt0, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any patient consequences? Unobtainable. How the procedure was completed? Changed another one to complete the surgery. Event day? (B)(6) 2020. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section on 12/24/2020 and suture was used. During the procedure, the suture broke. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.